Event description:
A malfunction was reported on the customer's pump, with no notable events occurring before the issue. Customer¿s blood glucose (bg) level was 600 mg/dl. The customer took corrective action by administering a correction injection using manual injections and did not require any third-party assistance. The customer was informed by technical support to continue using the pump and instructed to call back if the malfunction code appears again, an instruction the customer acknowledged and understood.